Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient experienced drain complications associated with a recent peritonitis diagnosis and was subsequently hospitalized in (B)(6) 2016. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized after being diagnosed with peritonitis and subsequently went into septic shock and expired.